Manufacturer narrative:
Investigation and conclusions: the unit was not returned to the manufacturer despite repeated attempts to obtain it for further investigation. Therefore, no device-based analysis could be performed. The involved handset was manufactured in 2022. Analysis of the manufacturing records confirmed that the device was released as conforming to specifications. A review of the complaint database did not identify similar occurrences on the involved sn, indicating that the case is isolated.

Event description:
As per reporter, the oscar pro handset allegedly was not working during the surgical procedure. The procedure was completed using manual tools with no effects on the patient. Surgical procedure was delayed by an hour.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, the oscar pro handset allegedly was not working during the surgical procedure. The procedure was completed using manual tools with no effects on the patient. Surgical procedure was delayed by an hour.